Event description:
Broken during operation. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The investigation of the complained screw driver showed that the stardrive tip was broken off. Further investigation regarding the manufacturing documents shows conformity to the specification. The broken surface does not show any anomalies that indicate material conformity as well. We cannot exactly evaluate the reason for this breakage. We suppose that simply too much applied mechanical force well beyond its calculated design caused the breakage.